Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the pump had run out of insulin. Tandem technical support reviewed the pump history and a valid low insulin alert and several occlusion alarms were observed. The customer's blood glucose (bg) level was 246 mg/dl. As the cartridge did not have insulin, troubleshooting to determine a possible cause of the occlusions could not be performed. Tandem technical support assisted the contact with changing the cartridge and infusion set.